Event description:
Mother called stating she just got home and patients pump was alarming. No disposable pump won't run, mother states when she removed cassette from pouch, pouch felt wet. Mother changed cassettes and pump and pt now running without problems.